Event description:
During cesarean section procedure, fragments of the inner plate of the needle holder broke off the device and dropped into operative field during surgical closure. The fragments went located and removed from the pt prior to closing the incision.